Event description:
It was reported the patient had a catheter revision in 2011 for an unknown reason. There were no reported symptoms. The medication in the pump at the time of the event was unknown.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l59327, product type catheter. Product ID 8703w, lot# l59327, product type catheter. (B)(4).